Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan canada, alleging a peeling test strip issue with her one touch ultra test strips and one touch ultramini meter. The technical service representative (tsr) contacted the pt on may 28, 2009, and was able to obtain/verify information. While speaking to the tsr, the pt alleged that the reported meter also read inaccurately low. The pt tests her blood glucose about 10 times a day. She manages her diabetes with novo-rapid insulin taken via an insulin pump. The pt takes insulin based on her meter results and carb intake. Her usual basal rate is "9.5" and takes about 16 units a day. The pt indicated that the alleged peeling test strips and inaccuracy issues started three days prior to original date, at unspecified times during the morning. The pt was unable to recall what her last blood glucose reading was before the alleged peeling test strip issue began. That same morning, the pt reportedly obtained a meter reading of around "12.0-13.0 mmol/l." The pt took an unk dose of insulin based on the meter reading. At an unspecified time that same day, during the md-afternoon, the pt reportedly developed symptoms of frequent urination, thirst, irritability, and low-to moderate ketones. The pt tested her blood glucose with the reported meter and got another result of around "12.0 - 13.0 mmol/l." The pt also tested her blood glucose on a backup meter and got a result of "23.0-26.0 mmol/l." The time difference between the reported meter readings was not provided. According to the pt, her symptoms suggestive of hyperglycemia lasted for 12-24 hours. The pt administered self-treatment by increasing her insulin dosage(s) and fluid intake. According to the pt, the test strips were peeling upon insertion into the meter. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury, after the alleged meter read inaccurately low and her test strips started peeling. The pt also claimed that she had been taking less insulin than needed due to the inaccurate low meter reading(s).